Event description:
The anastomosis was tested with blue tincture, and the test was positive. The blue tincture passed through the clip row. A resection of the anastomosis, a new anastomosis was made. This one had a leakage as well. The anastomosis was over sewn per hand.